Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported as soon as treatment was started dialysate side of the dialyzer started to fill up with blood all the way down to the hansen. A blood leak test trip confirmed blood leak. Treatment was completed using different machine. No complications were noted. The estimated blood loss was 250ml. Upon follow-up with the biomedical technician (bmt), it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment the blood leak was visually observed in the dialysate side of the dialyzer. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the blood leak was visually noted. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Correction: h10 plant investigation plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, a delamination in the polyurethane (pu) was noted on the cavity ID end. The delamination extended from approximately 40° to 290°, with the ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were four other complaints reported against the lot. All of the complaints address a blood leak; one it is unknown if the leak was internal or external (no sample) and the other three address an internal blood leak (two are related; one no sample investigation and one sample investigation - unconfirmed. The last one has no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event, and one non-conformance (nc) initiated for bubble point reject rate percentage during production . There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported as soon as treatment was started dialysate side of the dialyzer started to fill up with blood all the way down to the hansen. A blood leak test trip confirmed blood leak. Treatment was completed using different machine. No complications were noted. The estimated blood loss was 250ml. Upon follow-up with the biomedical technician (bmt), it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment the blood leak was visually observed in the dialysate side of the dialyzer. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the blood leak was visually noted. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Event description:
A user facility registered nurse (rn) reported as soon as treatment was started dialysate side of the dialyzer started to fill up with blood all the way down to the hansen. A blood leak test trip confirmed blood leak. Treatment was completed using different machine. No complications were noted. The estimated blood loss was 250ml. Upon follow-up with the biomedical technician (bmt), it was reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis treatment the blood leak was visually observed in the dialysate side of the dialyzer. The fresenius 2008t hemodialysis machine alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the blood leak was visually noted. Fresenius bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, a delamination in the polyurethane (pu) was noted on the cavity ID end. The delamination extended from approximately 40° to 290°, with the ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were four other complaints reported against the lot. All of the complaints address a blood leak; one it is unknown if the leak was internal or external (no sample) and the other three address an internal blood leak (two are related; one no sample investigation and one sample investigation - unconfirmed. The last one has no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event, and one non-conformance (nc) initiated for bubble point reject rate percentage during production. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.